Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, as the surgeon went to pull the provisional out, it fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The device was returned for further evaluation. Visual inspection of the device found that the central post feature had completely fractured off from the main body of the device. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert (87-6203-991-23, rev. A), instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. From the provided information the root cause cannot be determined using provided information. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.